Manufacturer narrative:
Concomitant medical products: 305c25 tissue valve, implant date (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection/erosion at the pacemaker site. The patient was intubated and received pharmacological intervention. The complete implantable pulse generator (ipg) system was explanted and later replaced. No further patient complications have been reported as a result of this event.